Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hyperglycemic event. The patient stated that she was admitted to the hospital due to hyperglycemia. The patient reported that their last noted glucose level was 508mg/dl. At the time of the call with the patient, the patient was in the emergency room (ER) and was on an IV. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported hyperglycemic event was not confirmed. A root cause could not be determined.